Event description:
It was reported that "upon removal of construct, [surgeon] noticed the 6.5x40 screw shaft was broken in half. Original implant date was (B)(6) 2012. Cat scan done a year later showed the break, but nobody noticed until the screw came out."

Event description:
It was reported that "upon removal of construct, [surgeon] noticed the 6.5x40 screw shaft was broken in half. Original implant date was (B)(6) 2012. Cat scan done a year later showed the break, but nobody noticed until the screw came out."

Manufacturer narrative:
Method: device history review; complaint history review. Results: the customer event of the fracture of a xia lp polyaxial screw was confirmed via visual inspection. Upon inspection of the product, it was confirmed that the screws were broken towards the main body of the screw threads. From a similar investigation, the identified cause of the event is likely due to applied load over time causing the screw to fatigue, loosen and break. The IFU states that ¿implants cannot indefinitely withstand the activity level and loads of normal healthy bone and in the case that healing is delayed, does not occur or failure to immobilize the delayed/nonunion the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing and activity levels will, among other conditions, dictate the longevity of the implant." Conclusion: it is unknown whether or not fusion occurred between the primary and revision surgery. The root cause of the fracture is likely due to nonunion.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.